Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to report that the cartridge stopper popped out of the bottom while filling the cartridge with insulin. The patient was identified as a new user. Upon review, it was determined that the syringe had been filled to 3 ml, exceeding the cartridge capacity of 1.8 ml, which resulted in overfilling and leakage. Education was provided on the proper cartridge filling process, and the patient was guided through the remainder of the supply change and was able to resume insulin delivery. Blood glucose levels were not affected and were reported to be 175 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.